Event description:
Accurus machine message during testing of vitrectomy probe stated "fluid not detected in cassette." Fluid was in cassette but not in bag. Retested. Fluid in bag. Extrusion tubing tested by surgeon, not aspirating. New cassette inserted with successful test. Procedure continued.